Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting off. It was reported that the customer experienced an elevated blood glucose (bg) level of 536 mg/dl. Cause was not known. The customer administered a manual injection to address bg level. Reportedly the customer continued to use the pump for insulin therapy.